Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the station was in disconnected mode and in critical override. They were not able to remove medications from this station. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the station was in disconnected mode and in critical override. They were not able to remove medications from this station. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode and in critical override. A technical support specialist remotely connected to station. The station was in co mode. The database was backed up, and the upload queue was checked. The tss dialed into the es application server and reviewed the synchronization information, with no errors found. A full sync was attempted but failed. Upon checking the data log, a proxy error was identified. The lan and network settings were modified to disable the proxy. A full sync was performed again, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.